Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a portion of the side cut was incomplete in the patient's left eye during a refractive procedure. The technician thought this might have been due to too much fluid. It appears in the photo that some conjunctiva may have slipped under the ring and caused pseudo-suction. This shifted the meniscus making the canal and portion of the bed and side cut incomplete. A blade was used to lift the flap and complete the treatment. Upon follow up, the site stated that during the flap making process of the left eye, the patient was more nervous and anxious resulting in movement and slightly squeezing the eye during the ablation. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Site stated that during the flap making the patient was more nervous and anxious resulting in movement and slightly squeezing the eye. Resulting that some conjunctiva may have slipped under the ring and caused pseudo-suction and shifted the meniscus making the canal and a portion of the bed and side cut incomplete and a too short canal that caused gas to slip between the epithelium and the applanation cone. (B)(4).